Manufacturer narrative:
The results of the returned device evaluation showed a broken foot. Based on the available information, a device malfunction could not be identified and the cause of the foot break is undetermined. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.

Event description:
The physician attempted an arteriotomy closure using the perclose at device after an interventional procedure in 2006. The physician could only pull one suture storage lumen, so he removed the device. Hemostasis was successfully achieved using manual compression. There were no patient injuries or adverse events reported.